Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the design of the device was changed to improve the tolerance of damage to the power switch. Countermeasures products have been shipped since november 26, 2013. Since the product was a product prior to countermeasures, the likely cause of the reported power switch damage is due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned for evaluation. The evaluation confirmed the reported malfunction as the power switch was found to be an older version and was defective / in a stuck position. Additionally, the olympus lamp life meter is reading at 440 hours 59 minutes; light intensity output measured out of range, and a bad scope socket (locking mechanism not protecting the pins). The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of a diagnostic procedure, the evis exera iii xenon light source's power button was reported to be broken. No patient injury or harm was reported.